Event description:
Addtional review indicated that the patient went to ER on thursday early morning prior to the call. The patient's family stated there's a catheter problem.

Event description:
The patient experienced withdrawal with symptoms of rigidity, spasms, itchiness, and agitation, which began on (B)(6) 2012. A catheter dye study revealed no issues with drug delivery though some resistance was felt when injecting the dye. By (B)(6) 2012, the issue seemed to have resolved itself; the patient seemed back to normal and was discharged home. On (B)(6) 2012, the patient started to exhibit some of the same symptoms of withdrawal. The patient was admitted to the hospital again. MRI was performed and it was believed that the healthcare provider stated there was no inflammatory mass, though the official result was unknown. There were no volume discrepancies and no error codes upon interrogation of the pump. The catheter was replaced and following replacement the patient had effective therapy at 40% of the previous programmed dose. The pump contained gablofen 2,000mcg/ml.

Manufacturer narrative:
Continuation of concomitant products: implanted: 2008 (B)(6), explanted: 2012 (B)(6). Product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).